Event description:
Pump declared altitude alarm 21, affecting customer's insulin delivery.customer's blood glucose level was not impacted. Technical support advised the customer to remove obstructions from the pump's speaker holes, clean them gently, and reconnect the cartridge to resume insulin delivery. After these actions, normal pump operation resumed with no recurring alarms, and additional preventive tips against altitude alarms were provided to the customer, who acknowledged these instructions.